Event description:
It was reported that an asymptomatic patient presented in-clinic for a device check. Upon interrogation, the right atrial lead was oversensing due to noise. The noise was reproducible. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure.